Event description:
Customer was hospitalized for high blood glucose levels. Troubleshooting wa done and all programming was correct on pump. Troubleshooting did not continue because the customer stated that he md wanted the pump replaced.